Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD) (B)(6) 2012. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. Concomitant product: 6947 implantable tachy lead (B)(6) 2012.(B)(4).

Event description:
It was later reported that there was undersensing of p-wave in the atrial lead and there was no pacing with the left ventricular (lv) lead. Therefore there was reprogramming of the atrial sensitivity and the device was reprogrammed to dddrlr 70bpm to facilitate bi-ventricular pacing. The atrial lead and rv lead remains in use. It was noted that the patient is part of the prompt study. No patient complications have been reported as a result of this event.